Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Rad/fluoro calibrations were performed but the issue persisted. The medtronic representative then performed the calibrations a second time which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, ring artifact occurred with the imaging system. An eyeball-like ring artifact was at the center of the image. The procedure was completed using the same imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.